Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that the unit was sent in for pm and found in need of repair. Ratchet handle was not moving up and down properly. Event occurred during kit inspection. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 - UDI# - (B)(4). Product evaluation: product review of the skin graft mesher sn (B)(6) by zimmer-japan on 29 june 2020 revealed that there was a scratch on the shaft part of the ratchet handle. Body actuation was confirmed and the body of the device was moving as it should. Product repair: repair of the device was performed by zimmer-japan on 29 june 2020 which included the following: the ratchet handle was removed and the shaft part was modified due to a scratch. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is not confirmed.

Event description:
No additional information available.